Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient's mother reported that the infusion set's cannula was bent. Reportedly, the patient's blood glucose was 662 mg/dl and experienced diabetic ketoacidosis (ketone level was 7.2 mmol/l). The patient self-treated with a corrective bolus. Subsequently, the patient was admitted in the hospital, where insulin drip was given as a corrective treatment which resolved the issue. The patient was hospitalized for two days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.